Event description:
It was reported when the device was used during a laparoscopic sigmoidectomy, it produced malformed staples. The case was converted to open. Another device was used to complete the case.